Event description:
Per user facility report received on (B)(6) 2014 from the (B)(4): date of event: (B)(6) 2013. Pt readmitted from rehab with repeated coke colored urine, sob and a rise in ldh. Heparin gtt restarted and bridged to lovenox as the pt does not want a pump exchange. Outcome: death (B)(6) 2013. Add'l info received indicated that the pt expired due to an embolic stroke thought to potentially originate from pump thrombus.

Manufacturer narrative:
The attached user facility report #(B)(4) was received from the (B)(4). No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.